Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial roller pump failed. A "service pump" error messages displayed on the pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a ten minute delay. There was no blood loss, no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01114. Evaluation is in progress, but not yet concluded.